Event description:
The family member of home pt called baxter technical service center to report spike on supply line of homechoice set had fallen out of solution bag and was laying on table next to machine in dwell 3/4 of treatment. The family member was alerted by "low drain" alarm received. Per the family member, solution bag was empty and no solution had spilled onto table. The family member states the they spiked bags at therapy set up and no problems were noted at that time. Treatment was discontinued and the family member set up new supplies to complete therapy. The family member reports cause of separation is unknown and no patient injury or medical intervention resulted from incident.